Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2017, it was reported that there was no power coming to the device. The event was identified during surgery. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was (B)(6), 2015 where it was reported that the unit would not run and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged head, and damaged control bar were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome on may 5, 2017 revealed the calibration was out of specification. The motor did not run at all so the motor speed could not be measured. The control bar, calibration shaft, and switch mount were damaged. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged control bar, and calibration shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. The reported event ¿that there was no power coming to the device. The event was identified during surgery¿ was confirmed since during the initial inspection it was noted that the motor did not run at all. While during the initial inspection it was noted that the motor did not run at all, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery there was no power coming to the device. No patient involvement. No adverse events have been reported as a result of the malfunction.